Event description:
Since (B)(6) 2022 I have been experiencing an allergic reaction to the adhesive on my dexcom g6 continuous glucose monitoring sensors. I previously started using the g6 sensors in (B)(6) of 2022 and had zero adverse reactions. I spoke with dexcom representative on (B)(6) 2022 to ask if they had recently changed the adhesive on the sensors, they said they had recently changed the sensors adhesive but due to confidentiality they could not give me a list of ingredients used. Each sensor I remove I have a red raised area, blisters and the area leaks pus. On three occasions it has leaked pus so much the sensor fell off or needed to be removed. The red area is only consistent with the dexcom adhesive and not under the underlayment or overlay adhesive. Whatever the allergy is actually seeps through the barrier films, underlay items and barrier spray. They replace the sensors that fall off before the 10 day sensor life and have recommended several types of pre treatment to avoid the rash such ad using barrier wipes, barrier tapes and films, using flonase on the site, and putting deodorant on the site prior to insertion. None of these work except using a hydrocolloid bandaid which is thick, creates sweat and has the potential to fall off with regular showers.